Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was also a crack in the lower left corner. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they pressure sensor replaced due to error code 354.6770. As found software version 9.33.0.50, as left software version 12.1.0.76. Top disk holder replaced due to cracked bottom left corner. Rear case repaled due to cracked bottom right corner and it's affected by plastic recall. The probable root cause of the reported issue was due to electrical failure of the pressure sensor - press disk sensor fault. A review of the device history record showed the device had a manufacture date of 23apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was also a crack in the lower left corner. There was no patient involvement.